Manufacturer narrative:
Patient information was not provided at the time of report. The returned frame is well worn. The attachment screw threads are also worn down causing the reported issues. If the mating screw is aligned perfectly, attachment is easy. However, if the alignment is not just right it causes the reported difficulty. Otherwise, with markers attached and fully seated, the frame displays good geometry and divot error readings with normal tracking. H6 10,180,4307 are associated with device return and analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the engagement of open spine clamp and reference frame was poor. It was also stated the "spine clamp and frame could not be fasten smoothly." The open spine clamp was not attached to the reference frame well. The procedure was completed with the continuous use of the navigation system. There was a reported delay of less than one hour. There is no known impact on patient outcome. It was reported that "engagement of open spine clamp and reference frame was poor" means ¿the open spine clamp was not attached to the reference frame well¿